Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty inserting a 14v battery and not functioning properly was unable to be confirmed. The 14v battery clip (lot number: 8338583) was returned for analysis. The 14v battery clip was connected to the labs mock loop test equipment. A fully charged test 14v battery was inserted into the battery clip several times without issue. The returned battery clip was run on the lab test equipment without any alarms noted. The clip was able to support the mock loop while connected to both power cables and while the battery and cables were manipulated while connected to the clip. The 14v battery clip supported the labs test equipment without issue. During further investigation, the contact block was reseated and was able to function as intended. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation; however, it is suspected that the dislodged contact block may have contributed to the reported event. There was incidental finding of damaged connector pin. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the 14v battery clip and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that one of the battery clips was very tight when trying to engage the battery and was not working properly. A new clip was to be ordered.